Manufacturer narrative:
(B)(4).

Event description:
It was reported that a balloon ruptured occurred. A 10/2.75 flextome cutting balloon was used for treatment. During the procedure, it was observed that the balloon ruptured. The device was completely removed from the patient's body and completed the procedure with a different device. There were no patient complications reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. A visual examination of the device observed that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the solidified blood present within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees to help soften the solidified blood before further inflation attempts were made. The device was again attached to the inflation device, subjected to positive pressure and liquid was observed to be leaking from a longitudinal tear at 2 mm distal to the distal end of proximal markerband for a distance of 2.5 mm distally. A visual and microscopic examination observed no damage to the tip, blades or delivery device. All blades were present and fully bonded to the balloon surface. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon ruptured occurred. A 10/2.75 flextome¿ cutting balloon¿ was used for treatment. During the procedure, it was observed that the balloon ruptured. The device was completely removed from the patient's body and completed the procedure with a different device. There were no patient complications reported and the patient's condition was good.